Event description:
New information notes the device was successfully reprogrammed.

Event description:
It was reported non-sustained lead noise alert was observed via a (B)(4)transmission. After reviewing the egms, ventricular undersensing was determined to be the cause of the alerts. Atrial undersensing was also noted. Further atrial lead evaluation and programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.